Manufacturer narrative:
A ge rep evaluated the system and determined that the loss of images was due to the system being a gsp version with a storage capacity of 63 images. The customer was given a quote for upgrade to esp version. The system operates as intended.

Event description:
The customer reported, the system lost images during a procedure. No pt injury was reported.